Manufacturer narrative:
The company rep examined the system and did not find any specific problem, but replaced the fluidics module as precautionary measure. No samples were returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The customer¿s complaint history was reviewed for the period of one year; this is one of five complaints reported for this issue. As the customer did not retain the cassette lot number, the device history record and lot history could not be reviewed. The root cause is unk. (B)(4).

Event description:
A surgeon reported that there was no irrigation during sculpting phase of cataract with iol (intraocular lens) implant surgeries. The procedures were able to be completed by rebooting the system. There was no pt harm.